Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) read as "hi in capillary" and 45 mg/dl of ketones. Customer changed the catheter and delivered a 4 unit bolus via insulin pen. Customer's bg remained high; ketone level lowered 7 mg/dl ketones. Two hours later, ketones were gone and bg remained high. Another 4 unit bolus via insulin pen was delivered and a nurse watched customer while catheter was changed again. Nurse reported customer had "good practices" during catheter change and thought that there may have been a catheter batch problem; however, no specific issues were reported. Customer did not call back for this issue.